Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: pump passed displacement test. No button error alarm noted. Intermittent button response due to corroded keypad traces. Cracked lcd window, scratched reservoir tube window, cracked case near lcd window corner, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label and stained end cap sticker.